Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement in the right common femoral artery using a prostyle device using the pre-close technique prior to an abdominal aortic aneurysm (aaa) interventional procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to a 18f sheath, and the aaa procedure was completed. Reportedly post procedure, the first prostyle device knot was advanced to the vessel and the tighten as intended. During knot advancement of the second knot with the trimmer, a rail break occurred. A new prostyle device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported suture separation was not confirmed as not all components were returned. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the reported information and the observations from the returned analysis, the reported suture separation could not be confirmed. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique (tensioning angle not coaxial) or suture/ nick damage. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.